Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing radiation therapy. The device was interrogated following the last radiation therapy and a message indicating the device was limited to single zone therapy was observed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient was still undergoing radiation therapy and at this time it was not known if the device would be replaced. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the device was programmed to tachy therapy off due to do not resuscitate orders. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.